Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted pancreatomy surgical procedure, the customer stated that the tip of the harmonic ace instrument was broken. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the white part of the tip was damaged. No picture was available.